Event description:
It was reported that a patient underwent a sling procedure in 2012. Following the procedure, the patient's husband experienced dyspareunia post-operatively. An xray was performed and the purple protective inserter cover was seen. The patient underwent a reoperation to remove the purple protective inserter cover. The current condition of the patient was reported at okay. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The purple protective inserter cover was left in the patient's body during the initial procedure. This is one of two medwatches submitted for this device. See also medwatch 2210968-2013-02082. The same device is represented in each medwatch as it was involved in two events.